Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the normal pre check before use the cs300 intra-aortic balloon pump (iabp) battery maintenance alarm appeared on the on screen. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the batteries were due for replacement. The fse resolved the issue by replacing the batteries. The fse performed full functional and safety tests. The iabp was returned to the customer and cleared for clinical use.